Event description:
Pt had clotted dialysis shunt. (Shunt placed lt upper extremity in august 97 at another hosp.) Pt required catherization of the left upper extremity dialysis shunt in both antegrade and retorgrade fashion. Urokinase infusion for thrombolysis and angioplasty of venous anastomosis. During the procedure a #4 french fogarty balloon was used through a #5 fr vascular sheath. The balloon was inflated and while pulling through the anastomosis the balloon ruptured & became detached or sheared off from the catheter. This very tiny fragment of latex balloon could not be visualized under fluoroscopy because thrombus was still present in the graft. Pt had no chest pain, shortness of breath, or decrease in oxygen saturation.